Manufacturer narrative:
Additional information: name, email, and phone number: (B)(6). Occupation: biomed.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the fse replaced the pressure transducer, drive manifold and the pneumatic module. Performed complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump failed all manifold tests. There was no patient involvement thus, no adverse event reported.